Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports he is unable to recharge his ipg. The patient reports he has not had stimulation or recharged his ipg for approximately two months. The patient reports he forgot to recharge the ipg. Surgical intervention may be pending to address this issue.